Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Event description:
The facility reported a portion of their tacit threader anchor broke upon insertion into the bone hole during a brow lift procedure. The surgeon was able to remove loose fragments and an anchor fragment was left secured inside the bone hole. The surgeon used another like anchor to complete the procedure with no patient consequences. The procedure was delayed 40 minutes.

Manufacturer narrative:
Mitek complaints received only a tiny fragment of the anchor for evaluation as the other portion of the anchor was left secured in the patient. This complaint can be confirmed. However, we cannot discern a root cause for this failure with the returned fragment of the anchor. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other complaint from the same facility for this lot of 108 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.